Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged 5030-000, batch 212668 was received for investigation. Visual inspection identified that the handle disengage component had broken from the proximal end of the lag screw inserter. The coil, as well as the inner diameter of the disengage component, appeared damaged. The most likely cause can be attributed to user-applied mechanical forces, such as through over-engaging the component during use.

Event description:
On 10/13/2021, it was reported by a sales representative via email that an 5030-000 lag screw inserter broke. This was discovered during a procedure. Additional information requested.